Manufacturer narrative:
Estimated date. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a proglide device did not work. The method to achieve hemostasis was no provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no sutures attached to the needles when the plunger was removed¿ was confirmed. A review of the manufacturing records identified no manufacturing nonconformities. Reportedly, femoral imaging was not performed. It should be noted that the perclose proglide instructions for use (IFU), states: perform a femoral angiogram to verify the location of the puncture site. The reported IFU violation would not have contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The two additional proglide devices referenced in b5 are filed under separate medwatch report numbers.h6: device code 3190 was removed.

Event description:
Subsequent information was received: it was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 8f sheath prior to a pulmonary vein isolation interventional procedure. Reportedly, when the plunger was removed, no sutures were attached to the needles. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela; however, there was reported clinically significant delay in the procedure or therapy. No additional information was provided. Return analysis identified two additional proglide devices that were returned used and with link separations and a needle to cuff miss.